Event description:
It was reported by the sales rep that during an unknown procedure, the tissue pad was damaged and the first device became not to be activated. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.